Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. However, the unit passed basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.